Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "1871 error code messages." To further investigate, a functional test was performed. Customer problem was duplicated. The pump was found to be displaying "1871" error code message on power up when batteries were inserted during the investigation. It was determined to be caused by a faulty optical switch. The optical switch will be replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1871, error 1871. No patient was involved in this event. No adverse effects were reported.